Event description:
It was reported that the patient presented remotely in merlin.net. Review of transmission noted that the pacemaker exhibited farfield r-wave oversensing on automatic mode switch (ams) episodes. Programming changes were suggested; no changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.